Event description:
Smith medical 21-7108-24 cadd extension set 229 cm (90 in) 2.4 ml (epidural catheter) had several leakages around the in-line filter area in the labor and delivery unit. 2028-03-03 lot 4379834 noted some labor patients required additional medications to help with their labor pain more than usual. Different providers noted epidural catheter leakage around in-line filter area on different occasions in the last 2-4 weeks.